Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus even after a restart. A field service engineer (fse) found that the auxiliary half height drawers 2.1 and 2.2 was not detected on bus. The fse replaced the faulty drawer board and the pyxibus module controller board, then configured the drawer. Additionally, the fse repositioned the drawers as per the customer¿s request. Removed cubie pockets from drawer 2 and unloaded matrix drawer 7 and deleted both drawers and swapped positions and ran in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.